Event description:
Als unit responded to pt with chest pain-pt went into v-fib. 4 attempts to shock pt with lp10 unit unsuccessful. During manual CPR-cables checked and connection between r2 pt cable and r2 pads noted to be off alignment-pt did not receive any attempts to cardiovert. Pt expired-design of product-allows this misalignment.